Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) replaced the touchscreen assembly and lower display bezel. The fse noticed cosmetic damage to the cart handle and ordered a replacement cart handle; to be installed at the next scheduled preventative maintenance. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use. The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit.

Event description:
It was reported that the lower portion of the display assembly of the cardiosave intra-aortic balloon pump (iabp) was found cracked and not functioning. It was later reported that the operation room table collided with the iabp unit. There was no patient involvement; thus, no adverse event was reported.